Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call hospitalization for high blood glucose levels. The customer states they received motor error and off no power alarms. The customer's blood glucose level at the time of incident was 440mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. Multiple motor error alarms were noted in the alarm history. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No motor error alarms were noted during testing. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The off no power and low battery alarms functioned properly. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed the motor test. The insulin pump passed the displacement accuracy test.